Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during implant procedure, rv lead sensing issue was observed. The sensing values were illegible and variable. The lead was not implanted and was replaced.